Event description:
During the atrial fibrillation procedure, blood leaked from the valve of the sheath. The sheath was inserted through the right groin and advanced into the atrium. After the guidewire and dilator were removed, blood leakage was observed from the valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.